Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022 the patient had a seizure, hit his head and experienced a concussion. During this time, the cgm reading was 90 mg/dl and the blood glucose reading was 15 mg/dl. The patient reported that the day before the event occurred, he drank approximately 8 ounces of whiskey, and he did not know if this could have contributed to the event. The patient was assisted by his father, who is a physician to increase his blood glucose. The patient¿s father treated the patient by putting sugar into his gums and monitored his blood glucose values. The patient recovered after treatment. After the treatment the cgm was reading 70 mg/dl and the blood glucose reading was 150 mg/dl. At 1:00 pm the cgm reading was 200 mg/dl and the blood glucose reading was 120 mg/dl. At the time of the report, the patient as feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.